Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2015 - device evaluation: the device has been returned and evaluated by product analysis on 12/12/2014 with the following findings: the battery compartment is cracked from threads to bumper pad and cracked from bumper pad to cover. There is evidence of moisture in the compartment. Pump fails leak test with battery compartment leak. Removed pump cover; no evidence of internal moisture observed on the pcb or internal component. Returned battery cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.